Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -8.5/1.5/95 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced refractive change over time. Lens remains implanted. The cause of the event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR b5 - "on (B)(6) 2023 the lens was exchanged with a same length/ model lens due to refractive change overtime. The problem is resolved." Should be added to the initial MDR. D6b - explant date (B)(6) 2023 should be added to initial MDR. H1 - corrected to serious injury in initial MDR. H6 - health effect - impact code: 4629 should be added to the inital MDR. H6 - medical device problem code: 2923 should be added to the initial MDR. Claim # (B)(4).